Event description:
It was reported that the patient underwent a revision posterior decompression surgery l5-s1 with posterior instrumentation (peek rods, setscrews), allograft, autograft, and rhbmp-2/acs. Per the operative notes, 'we thoroughly explored the fusion mass from l5 to s1 and found evidence of micro-motion between l5 and s1' we found that the exiting l5 nerve root was encased in bone. There appeared to be ectopic bone formation emanating from the l5-s1 disc space. This and the bone encasing the l5 nerve root was carefully removed 'we followed the nerve root out laterally through the foramen to make sure that the nerve root was nice and free.' No noted complications. At 47 days post-op, the patient presented for follow-up. The patient stated that his low back pain has gradually improved, but that overall his symptoms have remained unchanged. At 180 days post-op, a lumbar CT demonstrated 'bony fusion across the disc space within the intravertebral disc spacer and incompletely incorporated bone graft material along the right facet. No evidence of instrumentation loosening.' At 469 days post-op, the patient returned for follow-up. Per the physician's notes, the patient 'states he has been off all narcotics since essentially the first of the year' I believe he has had battered nerve root and nothing I am going to do is going to help this completely. He has symptoms consistent with a failed fusion and his CT scan is somewhat equivocal. There are some parts that I believe show solid fusion and other parts that indicate lucency around his graft.' 474 days post-op, the patient underwent a revision surgery to treat discogenic low back pain with failed fusion. The surgery was an anterior approach, with removal of anterior hardware, anterior decompression, and anterior fusion with interbody cages, rhbmp-2/acs and crushed cancellous allograft. Per the operative notes, 'we placed a bed of deep crushed cancellous allograft followed by two bmp sponges and then one sponge per cage and one sponge lateral to each cage with additional crushed cancellous allograft in the cages and lateral.'

Event description:
Reportedly, the patient "developed overgrown bone, experienced significant pain and suffered other serious injuries."

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Also see medwatch report number 1030489-2012-01438.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that levels: l5-s1 it was reported that only select parts of rh-bmp2/acs (i.e. Only the rhbmp-2/acs and collagen sponge) were used without the mandatory approved lt cage. The rhbmp-2/acs was applied via a transforaminal and posterolateral approach.post-op, patient complained of worsening pain in the low back and buttocks, with associated radiculopathy in the lower extremities. Severe pain and symptoms compelled patient to undergo revision surgery.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on : (B)(6) 2009, the patient was admitted due to low back pain and primary diagnosis: mechanical complication of other internal orthopaedic device , implant and graft. L4/5 pseudoarthrosis ; revision l4/5 posterior spinal fusion. Secondary diagnosis were: injury or poisioning occurring in /at unspecified site . The pre-op diagnosis were: left l5-s1 foraminal stenosis. Left l5 radiculopathy. Pseudoarthrosis at l5-s1 status post posterior spinal fusion with instrumentation and tlif at l5-s1 performed at l5-s1 in 2008. The patient underwent following procedure: removal of posterior non segmental spinal instrumentation from l5-s1 . Exploration of posterior spinal fusion with confirmation of pseudoarthrosis at l5-s1. Complex revision posterior spinal fusion at l5-s1. Complex revision posterior non segmental spinal instrumentation from l5-s1 using legacy peek rod system. Use of morcelized local bone graft. Per op-notes, ¿.. The surgeon removed the set screws, bilaterally. The peek rods were removed bilaterally . Screws were doing good.. The remaining posterior elements were thoroughly decorticated , .. The surgeon inserted peek rods into the screws bilaterally and secured them in place using set screws ¿ then 10ml of morcelized local bone graft was placed over the decorticated posterior elements¿¿ on (B)(6) 2009 the patient underwent x rays of the lumbar spine. Impression: interval revision of instrumented posterior spinal fusion procedure at l5-s1. Unchanged instrumented anterior spinal fusion procedure and discectomy at l5-s1. On (B)(6) 2009 the patient was discharged from the hospital. Discharge diagnosis: l4-5 pseudoarthrosis, revision l4-5 posterior spinal fusion. On (B)(6) 2009: patient presented for post-op follow up. Patient¿s examination revealed improvement in his state. Reportedly, his leg pain was gone. Patient complained of constipation. On (B)(6) 2009, patient underwent x-ray of lumbar spine 2 or 3 views. Impression: instrumented posterior and anterior spinal fusion procedures and discectomy at l5-s1 in near anatomic alignment. On (B)(6) 2010: patient presented with complaint of no improvement in his symptoms. He stated that his ¿mid back is tight and sore.¿ on (B)(6) 2010: patient presented for an office visit with complaints regarding leg, back and hip pain, radiation of pain down to the foot, numbness, mild weakness of the left leg, difficulty in walking and doing daily activities. Assessment: chronic pain due to trauma, bilateral sciatica, depression/anxiety, insomnia. On (B)(6) 2010, patient underwent x-ray of lumbar spine 2 or 3 views. Impression: posterior and anterior spinal fusion instrumentation at l5-s1, unchanged. Patient underwent CT of lumbar spine with multiplanar reconstructions. Impression: instrumented posterior spinal fusion procedure and anterior spinal fusion procedure and discectomy at l5-s1. Bony fusion across the disc space within the intravertebral disc spacer and incompletely incorporated bone graft material along the right facet. No evidence of instrumentation loosening. On (B)(6) 2010: patient presented with complaint of pain in back of left leg, pain in both sides of buttocks and pain in bottom of feet. Assessment: chronic pain due to trauma; bilateral sciatica; depression, anxiety; insomnia. On (B)(6) 2010: patient presented for an office visit with complaint of bilateral sitting bones pain and pain in bilateral feet. Assessment: chronic pain due to trauma; bilateral sciatica; depression, anxiety; insomnia. On (B)(6) 2010, patient underwent x-ray of lumbar spine with bending. Impression: unchanged l5-s1 combined instrumented anterior and posterior fusion.

Event description:
It was reported that on: (B)(6) 2010, the patient presented with CT scan which showed a solid fusion on the left side at l5-s1. Impression: post surgical changes compatible with previous l5-s1 anterior and posterior spinal fusion . No evidence for hardware complication . There is some narrowing of the left neural foramen. Bilateral l5 spondylolysis. On (B)(6) 2010, the patient complained of pain. On (B)(6) 2011, the patient presented for follow up regarding the bilateral symptoms and pain in his back . On (B)(6) 2011, the patient underwent CT scan of lumbar spine . Impression: anterior and posterior fusion and laminectomy of l5-s1 with partial osseous fusion in the left anterior portion of the l5-s1 disc space . No evidence of hardware loosening or displacement . L4-5 posterior disc bulge. Bilateral l5 pars interarticularis defects and 2 mm anterolisthesis at l5-s1.

Event description:
It was reported that on: (B)(6) 2010: the patient underwent CT of lumbar spine without contrast due to low back pain. Impression: lumbar fusion changes at l5-s1 without evidence of hardware complication. The changes at the intervertebral foramen at l5-s1 have remained stable.

Event description:
It was reported that on: (B)(6) 2009: patient presented for office visit and complains of mild low back pain and left lower extremity radicular symptoms same as prior the surgery. Impression: satisfactory follow up status post revision posterior spinal fusion with instrumentation and decompression on the left at l5-s1. On (B)(6) 2010: patient underwent ultrasound of both breasts. Summary: solid lesions in the retroareolar space aspects of both breasts and with a history of enlarging palpable lump in the left breast, surgical biopsy of the left retroareolar mass is suggested. On (B)(6) 2010: patient presented for office visit for follow-up on pain in lower lumbar area. On (B)(6) 2010, patient presented for office visit and reported severe low back pain, stiffness, muscle spasms, restricted range of motion in lower back, difficulty in standing, sitting and walking, pain in hips and left leg, pins and needles in both legs. Patient also reported severe numbness in left leg, difficulty in sleeping, severe depression and moderate to severe anxiety. On (B)(6) 2010: plain radiographs of the lumbosacral spine demonstrate evidence of a posterior fusion with instrumentation and tlif at l5-s1 with a decompression on the left side. All implants appear to be in good position and there is no evidence of implant loosening or implant failure. On (B)(6) 2010: patient called requesting a ¿positional MRI¿ since all his pain is when sitting standing or bending over. On (B)(6) 2010: patient underwent x-ray of right shoulder due to history of trauma and pain. Impression: no radiographic evidence of bone or joint disease of the right shoulder. Patient also underwent x-ray of clavicle due to history of trauma and pain. Impression: no radiographic evidence of fracture, dislocation or other abnormality of the right clavicle. (B)(6) 2010: patient underwent right shoulder MRI due to history of trauma, pain. Impression: signal abnormalities of the distal supraspinous and subscapularis tendons near the insertion sites suggest areas of focal strain and or tendinopathy. No discrete tear of the rotator cuff is seen at this time. There is minimal ac joint hypertrophy. No discrete tear of the labrum is seen at this time. On (B)(6) 2010, patient presented for office visit.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2010: patient underwent MRI of lumbar spine with flexion/ extension. Impression: there is no evidence of dynamic instability or pathologic disc alteration with both flexion and extension positions. On (B)(6) 2010: patient reported symptoms of acute low back pain and acute low back stiffness. Patient also described symptoms of acute restricted motion in the lower back, acute pain in the left buttock, acute pain in the left hip and acute pain in both hips. Pins and needles in both legs. Patient also reported severe numbness in left leg, difficulty in sleeping, severe depression and moderate to severe anxiety. Assessment: patient¿s progress is hampered by persistent pain.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Review of multiple imaging studies of l5-s1 tlif with spacer inserted from the left. Screws and rods are well positioned. CT shows some increased ossification medial to l5 root in foramen as well as dorsal to l5 root in subarticular recess. No nerve compression is verified. Artifact through interbody device makes detemination of solid fusion not possible.